Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the customer reported issue was replicated and confirmed. The instrument was found to have a broken grip tip at the midpoint of the grip and pieces were missing. Additionally, the instrument was found to have a broken molded insulator at the distal end. A piece approximately 0.135" in size was missing and not returned with the instrument.

Event description:
It was reported that during central processing, the tip of the force bipolar instrument snapped. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: failure analysis found missing pieces on the instrument that was last used on a procedure on (B)(6) 2024. The customer confirmed there were no reports of fragments falling to the patient during this surgical procedure. The issue was identified in central processing. There are no known reports of fragments falling from the device while used within a patient. There are no known reports of any injury to a patient or of the patient returning to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.